Event description:
It was reported that the left ventricular (lv) lead was surgically abandoned due to the lv lead terminal pin remaining inside the lv port during device replacement. No new lv lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Revision to fields bsc aware date and b3 date of event. This supplemental report has been created to capture additional information and information correction. Revision to field b3 date of event. This supplemental report has been created to capture additional information and information correction.

Event description:
It was reported that the left ventricular (lv) lead was surgically abandoned due to the lv lead terminal pin remaining inside the lv port during device replacement. No new lv lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Revision to fields bsc aware date and b3 date of event. This supplemental report has been created to capture additional information and information correction.

Event description:
It was reported that the left ventricular (lv) lead was surgically abandoned due to the lv lead terminal pin remaining inside the lv port during device replacement. No new lv lead was implanted. No additional adverse patient effects were reported.